Manufacturer narrative:
Visual examination of the retuned device revealed that the irrigation luer and tubing is torn off at where it comes out of the handle. Dried body fluid found on the luer tube coming out of handle. The luer itself was missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected to be used in a procedure. It was noted that irrigation failure of the catheter occurred. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected to be used in a procedure. It was noted that irrigation failure of the catheter occurred. No patient complications were reported.